Manufacturer narrative:
The pump was brought to maquet in japan. It was found that the 10amperes fuse on the ac100v line was blown. Pumping was resumed after replacing the fuse but the fuse was blown again. The pump was running normally when the charged batteries were connected to the pump. The power supply assembly((B)(4)) was replaced and the pump was run for a two day test and showed normal operating condition. The pump was returned to the hospital. The power supply is being returned to datascope for further investigation.

Event description:
The customer reported that while the unit was in use on a patient, the unit began to be driven by battery then shut down. The patient was switched to another unit and therapy was continued. No patient injury was reported.